Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7173832; medical device expiration date: 2022-06-30; device manufacture date: 2017-07-12; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
One sample from each of the reported lot numbers was returned to flks for ftir analysis. As per request, all returned samples were examined an all exhibited clear droplets of material on the surface of the catheter. A small portion of this material was removed from a representative sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is silicone. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the investigations conducted for complaints of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process.

Event description:
It was reported with the use of the bd angiocath IV catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd angiocath IV catheter there was an issue with foreign matter. There was no report of injury or further medical intervention.